Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd facsduet¿ sample prep biological contamination was found in the saline line. The following information was provided by the initial reporter: "was the contamination biological or nonbiological? Biological. Did the contamination affect patient samples? No. Are there erroneous results on patient samples for diagnostic test? No. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No. Provide details - how and to what extent? Na. What is the current medical status? Na. Div tubing needs to be replaced - saline line contaminated.

Event description:
It was reported that while using bd facsduet¿ sample prep biological contamination was found in the saline line. The following information was provided by the initial reporter: "was the contamination biological or nonbiological? Biological did the contamination affect patient samples? No are there erroneous results on patient samples for diagnostic test? No was there any delay of treatment due to the issue? No if patient samples were redrawn, was there any change or delay of treatment? No was there any physical harm/injury to the patient due to the issue? No provide details - how and to what extent? Na what is the current medical status? Na div tubing needs to be replaced - saline line contaminated."

Manufacturer narrative:
H.6 investigation summary investigation summary: include all elements under the investigation summary. ¿ scope of issue: the scope of issue is limited to part 662588 and serial #(B)(6) ¿ problem statement: saline line contaminated ¿ manufacturing defect trend: there are no qns related to the reported issue. Date range (date of incident to 12 months back) from 07/11/2021 to date 07/11/2022 related qn(s) number: n/a ¿ device history record (DHR) review: DHR part #662588 serial #(B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint history review: this is the only complaint (B)(4) reported for this material number 662588. Date range (date of incident to 12 months back) from 07/11/2021 to 07/11/2022. ¿ returned sample analysis: the complaint sample was not requested to be returned because the parts that were replaced are not returnable and discarded. ¿ service history review: wo reviewed: wo-(B)(4) install date: 08/19/2019defective part number: n/a work order notes: tubing replaced - device rinsed - all liquids filled according to the manual and system primed several times - left pipettor recalibrated - right pipettor recalibrated - macro of all positions in sw, i.o- a&p, i.o- device ready for use- cause: tubing clogged solution: tubing replaced activity code: a120 replaced component problem code: fluidic (p116) -bdb-prepper cc1: tubing(c842) -bdb cc2: clogged/dirty/blocked (c204) labeling /packaging review: (if applicable) n/a ¿ risk analysis: 0 risk management file part #10000225098ra, revision 01 was reviewed. Hazard(s) identified? Yes hazard ID#: (B)(6) hazard: potentially damage of pcb for the specimen bay module cause: liquid dripping (e.g. Saline and blood) solution from specimen probe harmful effects: inoperable instrument which require service visit residual severity: 3 residual probability: 1 residual risk index: 3 ¿ root cause: 0 based on the investigation result, the root cause was determined to be clogged tubing. ¿ conclusion: based on the investigation results, complaint was confirmed o sa, pssa, CAPA, scar reference, (if applicable): _n/a o based on the investigation a CAPA is not required